Event description:
During a case the light beam in headlight stopped working. The dr stood up and found that the casing on the headlight fiber was broken and burned. Burn holes in the gown and parts were also found. All head lights were pulled out of svc and the distributor was contacted. No injury sustained.